Event description:
Additional information provided states that the patient presented with increased light sensitivity approximately 3 weeks post flap lift enhancement.

Event description:
An optometrist reported that a patient presented with blurry vision in both eyes three months post lasik. The patient was noted to have hyperopic astigmatic regression and is scheduled for an enhancement at a later date. There are two medical device reports associated with this event. This report is for the left eye. Additional information provided states that the patient had an enhancement approximately two weeks ago but has not been seen in follow up.

Manufacturer narrative:
.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the date of the treatment. The logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).